Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-94 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. Functional testing revealed that the device had presented the f-94 alarm. The cause of the condition was determined to be blown fuses. To correct the condition, the fuses were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.